Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is delivering insulin too fast during prime. Customer's blood glucose reading at the time of the incident was not included in the report. Troubleshooting was done and the issue remained unresolved. Product is expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill and bolus anomaly noted during testing. Pump passed the dat test at 0.08725 inches. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.